Event description:
Customer reported a past low blood glucose event, where the lowest level recorded was 40 mg/dl. Cause was not known. Assistance from paramedics was required to administer carbohydrates due to the customer's loss of consciousness, but no injury was reported. Customer was advised by technical support to consult with a healthcare professional to discuss factors possibly affecting blood glucose levels, which the customer acknowledged and understood.